Event description:
It was reported that the patient has been experiencing blood glucose (bg) excursions for "quite a while" with one reading of 600 mg/dl. A family member reported that the elevated bg often occurs after lunch and later in the day. She noted that the patient's health care provider has been making pump setting adjustments to improve the bg management issue. There has been no medical intervention reported regarding these events. Review of the issue with customer support revealed that the infusion sets and sites are trouble-free. However, the family member confirmed the presence of air bubbles in the system; she said that she primes the bubbles from the tubing but the cartridge is not assessed for bubbles. Customer support discovered that the family member uses insulin at room temperature but does not follow other bubble prevention tips. The family member received instructions on how to examine the system for air bubbles and on acceptable techniques for filling the cartridge. The complaint is being reported because the bg level indicates a serious injury.

Manufacturer narrative:
There is indication that the cartridges were not prepared in a manner that is conducive to the prevention of air bubbles. The family member did not allege a problem with the cartridge. The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.